Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bruise under the left therapy pad. The patient scratched the irritation on their back and the opening the wound causing it to bleed. The patient's physician advised the use of a cream on the irritation. There is no indication of a device malfunction related to the irritation. The reported irritation improved.